Event description:
The complainant is the family relative of an insulin dependent diabetic. Family relative states that their son had symptoms of hypoglycemia. Family member called the paramedics. A test with the dex gave a blood glucose reading of 243mg/dl while the paramedics did a test with their system (type unknown) and received a result of less than 60mg/dl. Glucose was administered at home and pt was not taken to the hosp. While on the phone a review of the system was conducted. Electronic checks as well as normal control testing on test sensors lot number 1a602aa expire date 06/01 was satisfactory. Because the family relative was concerned with the operation of the meter, a request was made to return the system for eval. In the meantime a replacement system was provided to the customer.